Manufacturer narrative:
Claim#:(B)(4).

Event description:
The reporter indicated that a 13.7mm, vicm5_13.7, -12.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022 as a replacement lens to address low vault with rotation but the problem did not resolve. On (B)(6) 2022 lens repositioning was performed, but it was reported that the repositioning did not resolve the problem. For status of the eye (signs/symptoms) the reporter stated " the lens decentered after reposition. The lens has low vault and tends to decenter." Cause of event is unknown. If additional information is received a supplemental medwatch report will be submitted. See MFR # 2023826-2022-01632 for claim against the initial lens.